Manufacturer narrative:
Unit received with blank display. Unable to perform the displacement test, operating current tests, self-test, a21 error test and off no power test and unable to verify device test failed due to blank display. Cut and open to perform visual inspection found moisture damaged electronic assembly. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, scratched reservoir tube lip, stained address/serial number label and stained end cap sticker. Unable to verify device test failed due to blank display. Blank display due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer reported, the insulin pump was exposed to moisture. And didn't passed self test. The customer reported, no adverse event. The event involved product(s) mmt-712ews. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-712ews was requested. And customer response was, the device will be returned.